Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. Texas hip and knee center.

Event description:
The patient was revised to address periprosthetic fracture around internal prosthetic joint. Update 7/17/2017 it is noted that the specific periprosthetic fracture site is currently unknown. An unknown depuy implant has been added to the complaint and reported for fracture to address the reportable harm. The actual implant involved is unknown, pending follow-up for additional information. If additional information is provided, then the unknown product and the other product mdrs may be revised.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.